Event description:
A nurse reported an intraocular lens (iol) was exchanged for a different model lens due to the patient experiencing decreased visual acuity, glare and halos. In a follow-up, the nurse reported the event resolved with the exchange. She also reported that posterior capsule opacity (pco) was observed approximately one month after the initial implant procedure. Additional information also indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(6) 2011 by fax and mail. A completed questionnaire was received on (B)(6) 2011. (B)(4).